Event description:
It was reported that during pre-surgery, it was observed that the cord that goes into the foot control device was pulled away and wires were exposed. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to mishandling (user error) by using excessive force to pull on the cord. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.